Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. A DHR (device history record) review was performed and no deviation was found. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the right coronary artery (rca). A 185 cm pt²¿ guide wire was advanced to cross the lesion. However, during procedure, the distal tip of the wire broke off and the detached tip was not removed. The physician made the decision not to retrieve the wire fragment. The procedure was completed with another of the same device. No patient complications were reported and patient's status was fine.